Manufacturer narrative:
Correction supplemental will be submitted to update 'b5 - describe event or problem.

Event description:
It was reported that the patient's blood glucose levels rose to 19 mmol/l (342 mg/dl) while wearing the pod. The pod cannula retracted, indicating a needle mechanism failure. The cannula did insert into the skin and the pod pink slide moved forward but was not visible when the pod was removed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels rose to 19 mmol/l (342 mg/dl) while wearing the pod. The pod cannula retracted, indicating a needle mechanism failure. The cannula did not insert into the skin and was not visible when the pod was removed but the pod pink slide moved forward.